Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented in emergency room with syncopal symptoms. Upon interrogation it was noted that the patient had ventricular fibrillation which was intermittently undersensed or sensed as sinus intervals leading to delay in therapy. Programming changes were made. Coughing and deep breathing tests were performed to ensure no myopotential oversensing. The patient was in a stable condition.